Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), with a single coil lead, high out of range shock impedance measurements were observed. The measurements had been observed with the shock lead configuration programmed to triad. The configuration was reprogrammed to coil to can which yielded a measurement of 77 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.